Manufacturer narrative:
(B)(4). Additional information was requested and the following response was received on (B)(4) 2011: was the procedure done open/laparoscopically?---open. What device was used for the proximal and distal transection? What color reload?---no information. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? (Ex. Hand tied purse string, purse string device) ---no information. How was the purse string placed, by hand or with an assist device? If an assist device was used, what product? ---no information. Was the spike of the trocar inserted lateral or through the staple line? ---no information. What confirmation did the surgeon receive that the anvil was firmly attached? ---no information. When the device was fired, where was the indicator within the green zone/gap setting scale? ---no information. Was buttressing material utilized? If so, which product? ---no information. Was the instrument fired across or near an existing staple line or clip? ---no information. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? ---no information. Were any unexpected noises heard? If yes, when? ---no information. Were any of the forces higher or lower than expected (closing, firing, or opening)? ---no information. Was there any difficulty removing the device from the tissue? If yes, how many counter-clockwise revolutions were used to open the device? ---no information. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) ---no information. Did the operation change significantly as a result of the device issue? ---no. What is the patients age and sex? ---no information. Did a hcp other than the primary surgeon fire the instrument? If so, whom? ---no information. Was there a recent conversion to ees devices in this account or with this surgeon? ---no information. The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The anvil was attached on the device completely and without any difficulties and did not detach during functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that before an unknown procedure, when the device was going to do the anastomosis between the esophagus and the jejunum, the anvil came off from the instrument before firing. The event occurred three times. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
.